Manufacturer narrative:
Investigation is currently in progress.

Event description:
A medtronic representative reported an inaccuracy during a dlif case. When screw placement began, the surgeon knew that the navigation was not accurate. He left his guide-wires in the patient and did a re-spin, the spin showed that the guide-wires were not in the pedicle, contrary to what navigation told him. Therefore, event with the re-spin, the navigation was off. After some troubleshooting with the medtronic representative, the surgeon opted to complete the surgery without the use of the stealthstation. The surgery was successfully with proper screw placement confirmed by post-op o-arm spin. There was no impact on the outcome.